Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. The pcu event log showed that between 8:33 am and 11:32 am on (B)(6) 2016 pump module s/n (B)(4) was programmed to infuse ivf maintenance at rates of 500ml/hr, 30ml/hr, 400ml/hr and 800ml/hr from . The volume recorded as being infused during this period was 904.776ml. The pcu event log also showed that between 9:31 am and 11:22 am on (B)(6) 2016 pump module s/n (B)(4) was programmed to infuse a custom concentration infusion of hsr11748 bendamustin at rates of 572ml/hr, 610ml/hr and 800ml/hr. The vtbi was changed several times. The volume recorded as being infused during this period was 1081.31ml. The starting volume of the fluid containers cannot be determined through device logs. Functional testing performed found both pump modules to be delivering fluid within specification. The root cause of the reported underinfusion was not identified.

Manufacturer narrative:
Concomitant products: (2) ICU medical spiros; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pump read a volume infused for primary and secondary infusions that did not match the volumes in the 2 bags. There was no patient harm. The primary on channel "a" was normal saline 400ml and channel "b" was an unspecified chemo of 575ml. To run over 1 hour. Because the chemo bag had an unspecified volume left to infuse at the end of the hour, the clinician in attendance programmed additional vtbis until the chemo bag was empty and all of the chemo was delivered. At that time, the volume infused read over 1000ml exceeding the total volume available from the 2 infusions.